Event description:
It was reported that the programmer screen locked up after the boot-up, and that it froze up before and during device sessions. It was noted that the programmer was very recently back from a repair of the exact same issue. The programmer has been returned for service. It was indicated that there were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, both software and hardware are functioning as normal. It was noted that the fan was noisy.